Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2006 patient was pre-operatively diagnosed with end stage degenerative disc disease with mechanical back pain, l5-s1 and underwent the following procedures: bilateral transforaminal interbody fusion, l5-s1. Gill procedure, inferior facetectomy, l5 bilaterally. Preparation of intervertebral space with implantation of peek interbody spacer and rhbmp-2/acs combined with discectomy. Bilateral posterolateral fusion with pedicle screw, wright instrumentation and rhbmp-2/acs and local bone. Pedicle screw stimulation. Somatosensory evoked potential monitoring of both lower extremities. Use of operating microscope. Interpretation of intraoperative fluoroscopy. As per the op notes: ¿the peek interbody spacer, filled with a portion of a rhbmp-2/acs, was now placed. This was a 10 x 22. Its depth and rate of impact were monitored in real time under the fluoroscopic unit in the sagittal. Its placement was felt to be adequate. It was well below the exiting l5 root. Some bone material was placed into the anterior portion of the disc space along with the rhbmp-2/acs, and a second 10 x 22 peek interbody spacer packed with a rhbmp-2/acs was inserted on the opposite right side. Its depth was controlled with the c-arm unit in real.¿ the patient was also pre-operatively diagnosed with severe degenerative disc disease and underwent the following procedures: bilateral gill laminectomy l5,s1. Microscopic microdissection of ischial space utilizing the operating microscope. Segmental pedicle screw and total fixation utilizing the click x polyaxial pedicle screw system, l5,s1. Posterolateral transverse process arthrodesis using autograft and rhbmp-2. Posterior approach to partial l5 vertebrectomy. Posterior approach to partial s1 vertebrectomy. Full decompression of l5 and s1 nerve roots bilaterally. Bilateral posterior lumbar antibody fusion l5, s1 utilizing peek grafts with bmp pledgets. Utilization of intraoperative fluoroscopy and interpretation of x-rays. As per the op notes: ¿at this point, the opposite side dilator was left in place and a full discectomy was performed and partial vertebrectomies performed at both l5 and s1 via posterior approach, first from left hand side. The peek spacer was then sized and filled with rhbmp-2/acs as well as some bone and placed into the disk space under fluoroscopic guidance. A 10 mm x 22 mm graft was utilized and it was felt to be adequate. It was placed as far anteriorly as possible to give anterior column support as well as disk space distraction. All bone that had been harvested was then mixed with rhbmp-2/acs. This was placed over the transverse process bilaterally.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.